Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver displayed screen error codes err067 and err214, and an out of range error. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed; firmware errors, screen error alarms and out of range alarm were observed. The reported event of the patient's receiver displayed screen error codes and an out of range error was confirmed during log review. A root cause could not be determined.